Event description:
It was reported that, after a cemented total right knee arthroplasty had been performed on (B)(6) 2024, the patient experienced persistent pain, and suffering pressure. The patient had a prior history of an arthroscopy and corrective osteotomy using tomofix on (B)(6) 2023, followed by a second arthroscopy on (B)(6) 2024 for plate removal and osteotomy gap filling with homologous spongiosa; despite these interventions, the patient was never symptom-free. Following the tka implantation, multiple examinations at (B)(6) were reported as unremarkable, but subsequent evaluation at (B)(6) revealed significant knee instability with ventral drawer and markedly lateralized patella. The patient was then seen on (B)(6) 2025, and CT imaging revealed a suspected dislocation of the knee insert with indication for operative revision. This adverse event was treated by revision surgery on (B)(6) 2026, in which one (1) jrny ii bcs xlpe art isrt sz 5-6 rt 10mm was exchanged due to dislocation. The patient currently presents with limited walking distance (approximately 1 km), weight-bearing and rest pain, but is able to walk without aids.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: additional information in b2. Corrected information in h6 (health effect - clinical code). H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, a clinical root cause for the ventral drawer phenomenon and lateralized patella cannot be confirmed; however, the patient¿s clinical presentation, history of multiple knee surgeries and implant selection cannot be ruled out as likely contributing factors to the reported event. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.